Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding/heavy abnormal bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and menstruation irregular ("irregular menses"). The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy and left oophorectomy in (B)(6) 2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue and menstruation irregular outcome was unknown. The reporter considered fatigue, menstruation irregular, pelvic pain and uterine haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and reported adverse events including abnormal uterine bleeding/heavy abnormal bleeding and pelvic pain. She underwent a total vaginal hysterectomy with bilateral salpingectomy in (B)(6) 2016. Chronic pelvic pain and uterine bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding/heavy abnormal bleeding/ dysfunctional uterine bleeding") and pelvic haematoma ("pelvic hematoma ") in a 37-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menstruation irregular ("irregular menses"), ovarian cyst ("left ovarian mass/ two cysts on left") and pelvic haematoma (seriousness criterion medically significant). The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy and left oophorectomy in (B)(6) 2016) and surgery (vaginal cuff revision (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue, menstruation irregular and ovarian cyst had resolved and the pelvic haematoma outcome was unknown. The reporter considered fatigue, menstruation irregular, ovarian cyst, pelvic haematoma, pelvic pain and uterine haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6): two cysts on left ovary. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-aug-2018: summons received: event left ovarian cyst and pelvic hematoma added. Relevant lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abnormal uterine bleeding ('abnormal uterine bleeding/heavy abnormal bleeding/ dysfunctional uetrine bleeding') and pelvic haematoma ('pelvic hematoma') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criterion medically significant), fatigue ("fatigue"), menstruation irregular ("irregular menses"), ovarian cyst ("left ovarian mass/ two cysts on left") and pelvic haematoma (seriousness criterion medically significant). The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy and left oophorectomy in (B)(6) 2016 and vaginal cuff revision (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abnormal uterine bleeding, fatigue, menstruation irregular and ovarian cyst had resolved and the pelvic haematoma outcome was unknown. The reporter considered abnormal uterine bleeding, fatigue, menstruation irregular, ovarian cyst, pelvic haematoma and pelvic pain to be related to essure (ess205). The reporter commented: on the left side, there was 3 or 4 coils. On the right side, there was three coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2016: results: two cysts on left ovary. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abnormal uterine bleeding ('abnormal uterine bleeding/heavy abnormal bleeding/ dysfunctional uterine bleeding') and pelvic haematoma ('pelvic hematoma') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criterion medically significant), fatigue ("fatigue"), menstruation irregular ("irregular menses"), ovarian cyst ("left ovarian mass/ two cysts on left") and pelvic haematoma (seriousness criterion medically significant). The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy and left oophorectomy in dec 2016 and vaginal cuff revision (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abnormal uterine bleeding, fatigue, menstruation irregular and ovarian cyst had resolved and the pelvic haematoma outcome was unknown. The reporter considered abnormal uterine bleeding, fatigue, menstruation irregular, ovarian cyst, pelvic haematoma and pelvic pain to be related to essure (ess205). The reporter commented: on the left side, there was 3 or 4 coils. On the right side, there was also three coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2016: results: two cysts on left ovary. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's date of birth added. Rcc note added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding/heavy abnormal bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and menstruation irregular ("irregular menses"). The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy and left oophorectomy in (B)(6) 2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, fatigue and menstruation irregular outcome was unknown. The reporter considered fatigue, menstruation irregular, pelvic pain and uterine haemorrhage to be related to essure (ess205). Company causality comment: this litigation case was reported by a lawyer and refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and reported adverse events including abnormal uterine bleeding/heavy abnormal bleeding and pelvic pain. She underwent a total vaginal hysterectomy with bilateral salpingectomy in (B)(6) 2016. Chronic pelvic pain and uterine bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since surgery was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.